Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported via e-mail that she inserted a tampon that had the string wrapped tightly around the pledget in plastic which she spent hours attempting to manually remove from her vaginal cavity. She reported the plastic fell apart into pieces upon removal. Shortly after she removed the pledget and plastic pieces she experienced an unspecified infection. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.